Event description:
The patient reported that their vns battery may be dying as they've had an increase in depression. The manufacturer's battery life calculator based on available programming data (last programming information available from over 7 years prior). Indicated that the patient had 7 years remaining until neos-yes. No further relevant information has been received to date.

Manufacturer narrative:
Initial MDR inadvertently reported that there were 7 years remaining until neos-yes per the manufacturer's battery life calculator, but it should be 4 years remaining until neos.

Event description:
The battery life calculation indicated 4 years not 7 years remaining until neos-yes.

Event description:
It was reported that the patients generator was replaced due to battery depletion. Per historical hospital policy, the generator was discarded. No further relevant information has been received to date.

Event description:
Clinic notes from february 2021 indicated that the patient reported a persistently low mood in addition to other depressive symptoms for the previous 8 months in the setting of acute stressors related to covid, social isolation and seasonal changes. Patient indicated she believed her battery wasn't functioning due to these depressive symptoms. Clinic notes at the next appointment reported that the generator was interrogated and confirmed to be functioning. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient's battery life was ok. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.